Event description:
The facility reported a colleague infusion pump with a constant alarm. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant alarm was not confirmed or reproduced during product evaluation. However, in the event history review, there was a constant failure code 550:320:844:0000 due to the disconnected speaker harness in the rear housing. In order to correct this condition, the speaker harness was reconnected. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the pump "can't power up." The user interface printed circuit board on channel a was changed and the pump passed subsequent testing. A service history review revealed no previous service events were related to the reported condition.